Manufacturer narrative:
During testing visual inspection found that the sample revealed the tubing was torn almost all of the way through where the tubing connects to the arm of the integral clave of the 6" tail. The probable cause of the torn tubing was an excess of solvent at the joint between the proximal tubing and the arm of the integral y-clave of the 6" tail.

Event description:
The device was returned to the service center with a report from the customer contact that the set was defective at the "injection site clave." This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the tubing was torn almost all of the way through where the tubing connects to the arm of the integral clave of the 6" tail, where an excess of solvent sealer was found in the joints between the proximal tubing and the arm of the integral clave of the 6" tail.